Event description:
Wire cutter reported to have discoloration. This is 1 of 1 report for this (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual investigation of the instrument reveals that visible traces or discoloration are observed on the surface. The investigation concluded that residual moisture, detergent residue, remained on the instrument after sterilization, and this could have caused the discoloration. Resistance to rust is effective only if the material is dry and is stored free of contact with other metallic objects. All metal contacts under moist or wet conditions produce electrolytic reactions resulting in contact corrosion. No defects in the product were established. This complaint has been determined to be indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Placeholder.